Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red and burning. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised using an over the counter white cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.